Manufacturer narrative:
The reported issue of battery failure could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the pc unit alarmed to replace battery. The customer reported "first battery failed and was replaced by a second one. Charged it and checked it after a couple of hours and it still worked without alarm. Charged the battery to see if that would help but it did not. Replaced the battery with a new one that is a year old and let it charge. It is charging normally and does not give the alarm." Per customer, no further information will be provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pc unit alarmed to replace battery. The customer reported "first battery failed and was replaced by a second one. Charged it and checked it after a couple of hours and it still worked without alarm. Charged the battery to see if that would help but it did not. Replaced the battery with a new one that is a year old and let it charge. It is charging normally and does not give the alarm." Per customer, no further information will be provided.